Manufacturer narrative:
The device is available for evaluation, but has not been received. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
Additional information received from the site indicated the following: patient had a hm-ii placed approximately one and a half years ago prior to the hvad implant. As his right heart failure was progressing, an hvad pump was implanted in patient's right ventricle (B)(4) on (B)(6) 2013. Six days after the implant and after the site pulled a pa catheter, a pump thrombus was reported. A decision was made to exchange the pump on (B)(6) 2013. The product was returned; various analyses were conducted and reviewed in order to evaluate the performance of the lvad pump in relation to the reported event. These included, clinical evaluation, review of manufacturing documentation, labeling and instructions for use, visual and functional examination, independent pathology analysis. Controller log files were not available for review. The independent pathological analysis confirmed the presence of thrombus within the device. While the exact cause could not be determined, it is possible that when the pa catheter was removed, a thrombus became dislodged and was ingested into the pump. Additional clinical factors that may have contributed to this event include the patient's longstanding and progressing right ventricular failure, previous usage of hm-ii and use of the hw device in the right ventricle. There is no evidence to suggest a device malfunction as the cause that led to the reported event. No additional information will be forthcoming.

Event description:
This event involved a patient who experienced a pump exchange due to a high power event approximately 6 days post heartware lvad implantation. Additional investigation is on-going.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient with right heart failure experienced high power and had a pump exchange due to pump thrombus. It was last reported that this patient had severe bleeding and expired from multi-organ failure. The rvad (B)(4) involved in the high power event was returned to the manufacturer for evaluation while the exchanged rvad (B)(4) was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the pump (B)(4) met all requirements for release. The reported event could not be confirmed via review of the controller log files since log files were not available for analysis. Visual inspection of the returned pump did not find any scoring of the impeller or ceramic surface. During dimensional and functional verification, no issues were identified that may have caused or contributed to the reported high power event. However, pathologic analysis confirmed the presence of thrombus within the superior surface of the impeller and the inflow conduit. The most probable root cause of the reported event may be attributed to thrombus formation/ingestion within the device. Death, multi-organ failure, right heart failure, and major bleeding are known potential events associated with vads as outlined in the IFU. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2013-00033 and 3007042319-2016-01109) submitted for devices related to the same event. (B)(4) pump exchanged.